Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient ¿saw no purpose in having something foreign in her,¿ and thus had her device removed a couple of months ago as it ¿wasn¿t doing any good.¿

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0227916v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3487a-33, lot# j0227916v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension . (B)(4).